Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual insulin injection was delivered to address bg.